Manufacturer narrative:
No patient injury has occurred following this incident. The product is already undergoing design modification with improvement to deployment device and attachment/detachment mechanism.

Event description:
Customer report on a bravo capsule which failed to attach. The capsule was still attached to the delivery system when removed. No injury caused to the patient, the procedure was repeated with the second capsule successfully.